Manufacturer narrative:
The manufacturer previously reported a ventilator's lcd was blank and the lcd display was replaced to address the issue. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, the device failed test steps during testing. The device's active exhalation control module was replaced to address the issue.

Event description:
The manufacturer received information alleging a ventilator's lcd display was blank. The device was not in patient use. The device was evaluated at the manufacturer's service center and the customer's complaint was confirmed. The device's lcd display was replaced to address the issue.